Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the image was not displayed due to dr board (printed circuit board) failure. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image transmission at the endoscopes when using the adapter maj-1430/videoscope cable exera ii. By cross exchanging the endoscope, adapter, and processor, the endoscopes and the adapters could be excluded as sources of the error. The issue occurred during preparation for use, with no procedure involved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to a defective printed circuit board. Additionally, the software was out of date at 3.01 with update to 4.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.